Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing air removal step. Tandem technical support educated the customer to removal air from cartridge. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose.